Manufacturer narrative:
The product used was either spinbrush proclean toothbrush soft (B)(4), spinbrush proclean toothbrush medium (B)(4), spinbrush pro whitening toothbrush soft (B)(4) or spinbrush pro whitening toothbrush medium (B)(4). The product was manufactured at one of the following locations. Contract manufacturer: hayco ltd. (B)(4); contract manufacturer: (B)(4) kin seng plastic co., ltd. (B)(4).

Event description:
Consumer reported the toothbrush broke the crown off her front tooth.

Manufacturer narrative:
Additional information: lot number: head - dd1304g1. Handle - dd1337e1. The head was manufactured on october 31, 2011. The handle was manufactured on december 3, 2011.